Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f8 (communication time out alarm was detected: no communication between the pump and an external pc for a given period) alarm. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.